Manufacturer narrative:
No qc issues were noted. No system errors or issues with other chemistries were reported. Issue was occurring with rf reagent lot m004227; results were improved with lot m007324. Service was not dispatched since this is a reagent related issue. This is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory and questioned by the physician. The initial samples were repeated on an alternate unit using reagent lot 3 (m007324). Of the repeat run half of the samples were positive and the other half were normal. Physicians questioned the results; hence patient treatment was not affected.